Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the triggers of the device were found to be defective, became stuck in the pressed in position, even if they are partially pressed in (in different position). It was also noted that the device failed pre-test for reverse locking mechanism, air leak, triggers for forward and reverse mode and starting behavior. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number is unknown. Reporter¿s complete mailing address is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a surgery for fracture of the distal end of the right fibula, it was observed that the compact air drive device trigger for forward rotation was hard to push when the device was checked with the air power machine prior to use. It was also reported that the rotation continued for a while and did not stop easily even though the surgeon pulled the trigger and let it go. There were no delays in the surgical procedure. It was not reported if there was a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.